Event description:
The reporter stated the haptic of a bausch & lomb lens tore when exiting the inserter into pt's eye. There was no pt injury and another same type lens was implanted. The cause of the iol damage was due to the injector.